Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the hospital discharge date was 2013-(B)(6)and the hospital admission date was 2013-(B)(4).

Event description:
It was reported that the patient had a worsening of preexisting condition of emotional instability within borderline disorder with symptoms noted as self-injury (cutting arms, burning skin with cigarettes), which resulted in prolonged existing hospitalization. Intervention was noted as wound management. It was noted as not related to the device or procedure. Additional information reported the patient had worsening/exacerbation of preexisting condition of suicidal behavior. It was noted that the patient had concrete suicide plans, bought rope, organized instructions for bending and suicide methods, and hidden the items. It was noted that the suicidal ideas and preparations might be related to the preexisting condition of borderline personality disorder, and/or might be possibly related to stimulation therapy. Intervention included medication adjustment and non-suicide commitment. The patient was disappointed about the outcome of dbs (deep brain stimulation), which might be most likely an explanation for this event. It was noted that this event was life threatening and resulted in prolonged hospitalization.

Event description:
Additional information reported the life threatening situation was removed from the event. Additional information reported psychological intervention was needed.

Event description:
Additional information received reported that the patient reported having concrete suicide plans. It was noted that the patient had bought a rope and organized instructions for hanging and suicide methods. It was noted that the patient had hidden the items. It was noted that the suicide ideas and preparing for suicide were probably related to the pre-existing condition of borderline personality disorder, they maybe possibly related to stimulation therapy. It was noted that the patient was clearly disappointed about the outcome of deep brain stimulation which might be most likely an explanation of this event.

Event description:
Additional information reported medication adjustment on (B)(6) 2013 included dominal forte 80 mg to 120 mg.

Manufacturer narrative:
(B)(4).